Manufacturer narrative:
The reported field event of long charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
It was reported that during multiple manual capacitor maintenance checks, alerts were displayed for charge time limit reached. Subsequent capacitor maintenances resulted in normal values. The device was explanted and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.